Manufacturer narrative:
Philips has investigated this complaint the philips field service engineer (fse) analyzed the system onsite and confirmed that the system's flexvision computer was unable to boot up. Review of the log file shows that the system couldn't communicate with the flexvision pc. Upon troubleshooting, the fse checked the system onsite and made sure all the connections were connected properly. Fse tried several times to boot the pc but failed and confirmed that the pc was defective. To resolve the issue, the fse replaced flexvision pc, reloaded software to pc and tsm (touch screen module). The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.